Event description:
On (B)(6) 2013, the patient's mother reported that her daughter experienced elevated blood glucose levels. She stated that the cannula had come out during the night and the patient did not notice it. At 7:45 am her blood glucose level was 261 mg/dl. She bolused 2.6 units of insulin. Her normal blood glucose range is 70-120 mg/dl. At 10:15 am her blood glucose level was 295 mg/dl and she bolused 2.4 units of insulin. At 10:52 am her blood glucose level was 282 mg/dl and that was when it was noticed that the infusion set was disconnected from the infusion site. The patient's mother stated that the self-adhesive was still attached, but the cannula had come completely out of the skin. The infusion set was changed and the patient bolused 2.4 units of insulin at 11:15 am. At 11:16 am she ate 53 carbohydrates and gave a bolus of 4.4 units of insulin. At 12:45 pm her blood glucose level was 280 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded; therefore, no product was requested to be returned for product evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.